Event description:
It was reported during a breast biopsy procedure, the device displayed continuously l3-021 error code, this interfered with the ex interface board installation and upgrade. There was no adverse patient consequence.

Manufacturer narrative:
H3 evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.